Event description:
According to the reporter, during the laparoscopic hernia repair, when squeezing the device to release tack for hernia mesh. The tacker made a different sound than usual. After tack was released into the mesh double tacks came out. Every time handle was pressed it made the same unusual sound. The surgeon did not want to switch out the product, since it still fired. There was no patient injury.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.